Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the cage was fractured during insertion via a transforaminal lumbar interbody fusion (tlif) at l3/l4. After inserting the cage using an inserter, the cage fractured. A new cage was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.